Event description:
It was reported that, before a surgery, it was noticed that a spider 2 battery exploded. The nurse changed the battery, which was on the charger, and was not hot to touch or swollen. After the battery was plugged, it made a very loud "pop" and exploded, sending plastic shrapnel through the air. The procedure was performed, after a 5¿10-minute delay, using equivalent s+n back-ups. Once it was safe, the battery was removed from the spider 2, and the broken pieces of plastic were collected. No further complications were reported. The patient was on the bed, but was uninjured, along with the staff in the room.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Manufacturer narrative:
H11: lot number information was added in d4.